Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an unknown component of enduro knee system. According to the complaint description, the patient presented to the outpatient clinic with complaints of postoperative newly developed instability for several days. It was suspected that the coupling mechanism of the enduro knee prosthesis had broken. The physician noted that there were also clear signs of femoral osteolysis, raising the possibility of femoral loosening. An infection- related loosening was ruled out. The original procedure had been performed in 2017. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: b5 - description updated, d10 - involved components, h6 - codes updated, investigation results: the product was not returned. The investigation was based upon batch history review, picture review and event description. The provided picture shows that the rotation axis has fractured below the taper. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn.there is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: this product is now considered to be an involved component. Associated medwatch report: nr880m (aesculap ag reference no (B)(4); 9610612-2025-00256). Involved components: nr195k / tibia offset stem d15x92mm cemented (aesculap ag reference no. (B)(4); 9610612-2025-00145), nb015k/ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4)), nb012k/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)), nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no.(B)(4)), nr410k/ femur extens.stem 5° d20x117mm cem.less (aesculap ag reference no (B)(4)).

Manufacturer narrative:
Additional information: b5 - description updated. D1&d2 - product data. D4 - material, batch, expiration date. D10 - involved components. G4 - 510k. H4 - manufacture date.

Event description:
Update: the leading material was updated to nr195k - tibia offset stem d15x92mm cemented. Involved components: nb015k/ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4), nb012k/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4), nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no.(B)(4), nr880m/ enduro meniscal component f2 10mm (aesculap ag reference no (B)(4), nr410k/ femur extens.stem 5° d20x117mm cem.less (aesculap ag reference no (B)(4).